Event description:
A report was received that the patient will undergo a pocket revision procedure due to inability to charge the ipg.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to inability to charge the ipg.

Manufacturer narrative:
(B)(4) .

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.